Manufacturer narrative:
Investigation of this complaint by leica microsystems is continuing.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal tissue processing identified from protocols run over the preceding week in retort a resulting in dry, brittle tissue, using peloris tissue processor serial number (B)(4). The complainant also reported pressure alerts, a hissing sound from retort a and advised that the quality of tissue processing for protocols run in retort b over the same period was satisfactory. When notifying leica microsystems of this complaint on (B)(6) 2011, the complainant advised that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.